Manufacturer narrative:
No product was returned for investigation. The cause of access site bleeding was most likely use issue related since hemostasis was achieved by adding additional forward tension suture and adjusting the angle. The cause of the positioning issue was unable to be determined as insufficient clinical details were provided. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following impella cp implant, the patient's access site began to ooze and eventually saturated the dressing. The dressing was changed and another stitch was applied at the site to manage the condition. Three days into support, the pump migrated into the aorta. Attempts to recross the valve were unsuccessful and the pump was subsequently replaced in response to the issue.